Manufacturer narrative:
The device was received for evaluation. Functional testing for the customer reported 'over infusion' could not be completed due to a reload set alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified through testing. As a precaution the m2 and m3 springs will be replaced during the repair process and the device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of overinfusion during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information h11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Additional information h2, h3, h6 and h11: a device history review revealed no issues that could have caused or contributed to the reported issue.the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Pressure plate assembly required adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.